Event description:
The patient was revised because of osteolysis and wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. The investigation could not verify or identify and evidence of product contribution to reported event with the information available. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after more than 14 years of implantation. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.